Manufacturer narrative:
The product was not returned for evaluation. A review of the DHR for the lot was performed and no issues were noted during manufacturing. Retain samples from the same lot were tested for finished goods testing, including suture tensile strength and needle attachment testing. Test results show that all retain samples passed. Investigations performed did not reveal any issues with the product and the report could not be substantiated. Riverpoint medical has filed this information to comply with the medical device reporting regulation 21 cfr part 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by the FDA

Event description:
According to the reporter, "pre-operatively, when preparing the needle in needle holder and needle snapped off from suture. There was no patient involved."